Event description:
It was reported that a pump failed the annual biomed performance eval for downstream occlusion test. It was reported that the pump failed the test on the medium setting twice, even using a new IV set. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Baxter's eval reproduced the reported symptom. The device failed downstream occlusion tests per the spectrum service manual preventative maintenance testing, caused by a failed downstream sensor. The device was not within spec in relation to the reported symptom. The downstream sensor was replaced.